Manufacturer narrative:
(B)(4).

Event description:
The manufacturer representative (rep) met with the patient on (B)(6) 2016 and reset the orientation and all adaptive stimulation settings. The rep had not heard from the patient since and did not know if the patient continued to experience surging. However, the rep noted that the implantable neurostimulator (ins) was sitting rather low on the patient's right buttocks; the patient had a tendency to slouch when sitting. Therefore sometimes the voltage changed from upright to lying back without change in actual position.

Manufacturer narrative:
Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the consumer reported the manufacturer representative reset "all." The patient was awaiting an appointment with the physician for a cat scan to evaluate wiring/battery placement.

Manufacturer narrative:
(B)(4).

Event description:
The patient reported that therapy was not changing with positions; it was changing unexpectedly. During the initial adaptive stimulation programming, (B)(6) 2015, surging had occurred. Approximately three weeks later, the patient noted that it felt like stimulation was turning on, surging when standing/ walking. The patient stated that she sometimes stumbles, but has never fallen with the implantable neurostimulator (ins). Stimulation was related to positional movement. The patient was seeking reprogramming, but due to having recently moved, did not yet have a managing physician. Indication for use included spinal pain. Follow-up was being conducted to determine the actions/ interventions taken and outcome.

Manufacturer narrative:
(B)(4).

Event description:
The manufacturer representative (rep) reported having met with the patient on tuesday, (B)(6) 2016. They adjusted the patient's ins; it was thought that was all that the patient needed. The rep met with the patient again on (B)(6) 2016. The patient indicated that the surging had been occurring since implant. The patient had fallen or twisted something prior to moving, and at the time definitely felt something pull or snap in their back. The patient notified the physician and noted that the physician stated that everything looked fine. No imaging had been performed to confirm that. The patient then met with multiple manufacturer representatives for programming without resolve. Impedances were found to be normal, adaptivestim was checked. The patient stated that the ins indicated the patient was up and mobile when sitting. The patient turned off the device as it was more of an aggravation than a help. The patient was going to be meeting with the rep on (B)(6) 2016 to reset all of the patient's settings and redo the orientation. Follow-up was to be performed following the next appointment to determine what steps were taken to resolve the reported event. This event will be updated if additional information is received.

Event description:
Additional information received reported that following the meeting with the representative, the resetting of the device helped and surging was minimal. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received from the patient indicated the implantable neurostimulator (ins) site hadn&#38176;been packed right. The therapy never worked since implant and the patient thought something had popped out but they never did a CT scan or anything. The patient started to feel surging during a programming session and the session could not be finished because the manufacturer representative (rep) had to leave. The patient met with another rep for reprogramming but the issue was not resolved. The patient noted that the rep thought the ins was placed incorrectly and had never seen one as high as the patient's ins. The patient felt surging with stimulation on and off. The surging immobilized the patient and they would wet their pants. In general, the surging would only happen when the patient was laying down. The patient let the ins battery die because they would feel surging when stimulation was off. The ins would move around and catch on things, and even caught on a plastic chair and lifter the chair as the patient was standing. The patient had plans to possibly remove the ins and was scheduled to remove it but the doctor's office was closed down. The patient was being transferred to a new doctor.